Event description:
A facility representative reported with a description of plunger malfunction. The procedure was completed with another lens. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Product history records were reviewed, and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The product investigation could not identify a root cause. The account indicated the product was not available to evaluate. The directions for use (dfu) recommends to keep the product in a horizontal position throughout use. The plunger may have been inadvertently retracted. Per the dfu, do not attempt to retract the plunger after the plunger lock has been removed or plunger damage may result. Retracting the plunger can pull the tabs outside of the barrel and cause the plunger to release from the device. File will be reopened if new information received. The manufacturer internal reference number is: (B)(4).